Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. The blood glucose at the time of the incident was 238 mg/dl. He stated that he was on the third set and the alarm was recurring. He was assisted with changing the infusion set and the reservoir and was able to prime. The reservoir will be returned for analysis.